Event description:
It was reported that patient experience inadequate stimulation despite reprogramming attempt. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were disposed and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred around june of 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: (B)(6).